Manufacturer narrative:
Correction information: section g.3. The date of the first follow up report is corrected to april 23, 2025. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed a broken electrode wire in the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on one channel to be out of range. The device passed some of the electrical tests that were performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Programming adjustments were made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: sections b.3, d.6b. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.